Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00116. The date of that submission was 10-feb-2025. One device was received for evaluation. Visual inspection found a split sheath and a bent and compressed dilator tip. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during the catheterization process the tip of the puncture sheath was split when it was being inserted. There were no patient harm or adverse events reported as a result of the event.